Event description:
It was reported that a user on the ilet bionic pancreas experienced episodes of low blood glucose during or after workouts and occasional mild high glucose attributed to overcorrection, despite overall time-in-range of approximately 87.5 percent. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and user education, including guidance to consult the clinician about disconnecting during workouts and strategies to avoid overcorrection. Investigation included review of user-reported history and device use with education provided. Investigation of this case revealed no device malfunction and suggested that exercise-related glucose variability and user overcorrection were the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.